Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at a black screen. A field service engineer re-imaged the device, manually inserted the ip, host, time, and date settings, but the station would not connect to the server. After multiple troubleshooting attempts by the fse, the station was discovered to have an rss package, which was manually pushed to the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station stuck at black screen. The customer reported that able to get medication from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.